Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the cable strain relief, detaching the cable wires from the distribution node pca board. The detached wires caused the reported "add gel" messages. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving "add gel" messages. The pt was issued a replacement electrode belt.